Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the error message, "sensor ended" when scanned. As a result, on (B)(6) 2022, the customer fainted, had a seizure, lost consciousness, and was provided glucgon sc by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.